Event description:
It was reported that the device exhibited oversensing of noise on the ventricular lead. The patient did not have an underlying rhythm and did not report any symptoms. Hand presses did not reproduce oversensing on the intracardiac electrogram and provocative arm movements did not produce any noise. The pulse generator was programmed to unipolar pacing at 2.5 v, 0.5 ms and bipolar sensing at 12.5 mv.